Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, the patient underwent an endovascular treatment of a thoracic aortic dissection using a gore® excluder® aaa endoprosthesis (aortic extender endoprosthesis) and a gore® tag® conformable thoracic stent graft with active control system. The aortic extender endoprosthesis was implanted distally and the gore® tag® conformable thoracic stent graft with active control system was implanted proximally. The patient tolerated the procedure. On an unknown date in (B)(6) 2022, a false lumen enlargement was observed at follow-up visit. On september 15, 2022, a reintervention was performed. An intraprocedural image revealed that the aortic extender endoprosthesis and the gore® tag® conformable thoracic stent graft with active control system were dislodged. An aortic extender endoprosthesis was implanted just above the superior mesenteric artery. However, it moved proximally a bit, so an second aortic extender endoprosthesis was implanted. Then, two gore® tag® conformable thoracic stent grafts with active control system were implanted proximally to reline the initial stent grafts. As distal type I endoleak was observed, third aortic extender endoprosthesis was implanted distally. The distal type I endoleak was decreased. The physician decided to monitor it. The physician suggested that an entry which was located distally of the aorta extender device (outside of the ctag and pla treatment area) in the descending aorta and was observed since before the initial procedure was remained and it might have led the false lumen enlargement. The dislodgement between aortic extender endoprosthesis and a gore® tag® conformable thoracic stent graft with active control system was noticed during the reintervention.